Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the display screen of cardiosave iabp (intra-aortic balloon pump) was distorted. And scroll compressor was also deteriorated. There was no harm or injury occured to the patient.

Manufacturer narrative:
Updated fields: b4,d8,g3,g6,h2,h11. Corrected fields: b3.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e2, e3, g1, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Due to character limitation in e1 (event site name: (B)(6) hospital). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the issue. The fse suspected a poor connection internally for the monitor. The fse also found the compressor to be unstable. The fse replaced the scroll compressor, drive regulator, display top lcd. The fse also replaced the safety disk due to cycle count. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that disturbances occurred on the display screen of cardiosave iabp (intra-aortic balloon pump) during patient use. The recurrence stopped midway through, and the device continued to operate without problems, but the device was replaced with another cardiosave. During the operation check, deterioration of the scroll compressor's movement was observed. There was no harm or injury occurred to the patient.